Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced extreme hyperglycemia (bg up to 1374 mg/dl) following cortisone injections. Ems was called, and the user was admitted to the ICU for four days, where bg was managed with IV insulin. The user reported no issues with the ilet and infusion set and cgm were functioning. The user has since discontinued the ilet and is consulting their endocrinologist for next steps.